Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. However, thrombosis is listed in the xience prox everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the index procedure on (B)(6) 2016 was to treat a lesion located in the proximal right coronary artery (rca) with no tortuosity and no calcification. A 4.0 x 12 mm xience pro x drug eluting stent (des) was implanted during the procedure. On (B)(6) 2017, the patient was admitted to the hospital for a percutaneous coronary intervention to treat the circumflex artery; however, thrombus was observed to be located at the distal edge of the previously implanted xience des in the rca. An aspiration catheter was used to reduce the thrombus and medication was administered to the patient. It was reported that the stent was confirmed to be fully opposed to the vessel wall by angiography; however, the chief physician was not satisfied with the final outcome. The next day, intravascular ultrasound was performed and an occlusion was observed to be still present; therefore, a 3.5 mm xience stent was implanted and post-dilatation was performed using a 4.0 nc balloon. The outcome for the patient was good. No additional information was provided.